Manufacturer narrative:
The device was received for evaluation. The reported problem 'failed upstream occlusion test' could not be reproduced during evaluation. Unit passed upstream test without problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed a upstream occlusion test. There was no patient involvement. No additional information is available.